Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor over-infused a fluorouracil infusion. The expected infusion time was 48 hours; however, the device delivered the complete dose in 24 hours. The device was filled with 86 ml of fluorouracil and 154 ml of sodium chloride 0.9% having a total volume of 240 ml. The patient was in the oncology department when, 24 hours after the initiation of therapy, the patient developed symptoms suggestive of drug overexposure, including headache, dizziness, dry mouth, and tingling in the hands, which were reported to the physician. The following day, the patient was presented to the ward, where the medical device was found empty and was removed. The patient also exhibited facial redness. Per medical direction, urgent blood sampling was performed, and treatment was administered with paracetamol 1000 mg and 500 ml of physiological saline. The patient was subsequently discharged. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11. Correction to b1 and h1, removal of adverse event and serious injury selection. H4: the lot was manufactured july 7-8, 2025. H11: the device was received for evaluation. Visual inspection on the actual sample did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on the sample and based on the functional flow test result, the infusor sample was determined to be a conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Additional information was received from the reporter indicated the device was secured with a self adhesive bandage and the patient's body temperature was normal. The device was not exposed to heat. However, during the infusion the luer end of the device was kept around 20 cm above the main body of the device. Per the instructions for use (IFU), difference in height between the fill port and the distal end luer lock/flow restrictor is one of the factors that may affect the flow rate of the infusor. Similarly, the influence of the following factors is described in the product label (IFU) that may potentially affect the flow rate and be potential causes for over infusion: fill volume, temperature, viscosity of medication, the difference in height between the fill port and the distal end luer lock/flow restrictor and catheter size. Based on the event details associated with the five known factors as listed in the product label (IFU) that may affect the flow rate and be potential causes for this over infusion report and functional flow rate test result from the returned sample, the large volume infusor was not determined to be a factor in the reported adverse event. Device user error is not excluded. Should additional relevant information become available, a supplemental report will be submitted.